Event description:
Information received indicates the tubing was leaking when attaching to the maxplus.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.